Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer and to update the following sections: g3, g6, h2, h4, h6 and h10. The legal manufacturer performed the device history records for this device and no abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. Based on the evaluation results, the probable cause of the reported no image output malfunction was due to failure of the charged coupled device (ccd) unit which was attributed to age deterioration. The legal manufacturer will continue to monitor complaints for this device.

Manufacturer narrative:
The referenced device was returned to the service center and the evaluation confirmed the reported malfunction as the no image was displayed due to a defective charged coupled device (ccd) unit. Additionally, the cable unit is severely kinked. The device was repaired to standard specifications and returned to the customer. A review of the repair history shows the device was last repaired on september 5, 2019 due to a foggy image; cracked connector and failed leak test. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The biomedical technician at the user facility reported, during preparation for use the high definition autoclavable camera head did not work, the image does not appear. There was no patient involvement and the intended procedure was completed using a similar camera head without issue.